Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 1998; dtbb1d1 crt-d, implanted: (B)(6) 2014; kdr401 ipg, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back to a non-capture position, and was causing phrenic nerve stimulation in every configuration. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.